Manufacturer narrative:
E1:patient city: (B)(6). Patient country: spain. H11: since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through post marketing surveillance (pms) product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the on market quality review (omqr) procedure.

Event description:
Reference number (B)(4). Event occurred in spain. It was reported that the patient faced needle break issue on (B)(6) 2025 which leads to high blood glucose. The site of insertion was stomach. The patient reported that the needle broke, and the fault was observed during insertion. No further information available.